Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; however, blood was noted in the helix mechanism on visual inspection. No anomalies found; however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported during the implant procedure that there were positioning difficulties with the leads placement when the leads were repositioned, high thresholds were reported. Neither lead of these leads were implanted and there were no patient complications reported.